Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that for less than a month the patient has been charging too often. The patient charges every 48 hours when they used to charge every 5-7 days. The hcp could not troubleshoot due to lack of access to the product, the patient was not available, and the hcp does not work with these systems. The patient was admitted to the hospital for an unrelated issue and the patient asked if the hcp could request a manufacture representative (rep) to come and check the system. A rep was paged to come and check the patient¿s system. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.